Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error. However, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery depletion (bd) message alert and emitted beeping tones. The device data was analyzed, and it was confirmed the message alert was displayed as a result of extended magnet application. Magnet application causes a transient decrease in battery voltage and can produce a bd error. The voltage is recovering as expected. It was instructed to interrogate the s-ICD with a programmer to silence the beeping tones. This was subsequently done, and the bd error no longer appeared. This s-ICD remains in service and no adverse patient effects were reported.